Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the "left pump inflates, not charging well [and] heating up". There was no reported patient harm.